Event description:
Early 90¿s female with history of sick sinus syndrome. Procedure: dual chamber permanent pacemaker implant. When the device was removed from packaging, the sheath was observed to not be tapered at the tip. Unable to use on patient. Manufacturer response for introducer, catheter, prelude snap¿ (per site reporter). Will obtain.